Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2017-07353. It was reported the patient underwent surgical intervention where the leads were removed and replaced with a single lead. Reportedly, the patient had effective therapy following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2017-07353. It was reported the patient did not receive effective stimulation coverage from the right pns (off label) lead. Multiple reprogramming was unable to resolve the issue. As such, the patient discontinued to use the device. Additional information revealed the patient underwent a trail procedure on (B)(6) and reported 60% effective pain relief post-operative.